Event description:
Customer medwatch # 2300460000-2013-8029 initially reports: when it was pulled out at the end of use, we noticed the end of the cable was burned. What was the original intended procedure: microdirect phryngoscopy with injection of 100 internation units of botulinum toxin. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). On (B)(6) 2013, customer reports that how long light source was on is not known, however, from incision to dressing was only 38 minutes. Light intensity - not known. Biomed tested the unit and found: lamp had 952 hrs. Unit had 1288 hrs. Biomed opened the unit up to find the lens out of its socket. Light output was 130.4 lux. Biomed replaced lamp, the lamp measures 513 lux. Biomed replaced lens as well. No injury to pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.